Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4035 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter was inserted by the nurse on (B)(6) 2020 according to the operating specifications and used once without any abnormalities. Water leakage was found in the catheter on may 11. It was stated the catheter needs to be replaced.